Event description:
It was reported that there were false atrial tachycardia episodes on the implantable cardiac monitor. It was noted that the device was already at the least sensitive setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).